Event description:
It was reported that the patient presented in clinic for routine generator change. The patient was asymptomatic. During the procedure the patient's right ventricular (rv) lead was stuck in the patient's pacemaker. The physician decided to cut and cap the rv lead and explanted the pacemaker on (B)(6) 2021. A new rv lead and pacemaker were implanted successfully. The patient was stable.